Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer transports scopes to the decontamination area from the patient procedure room in a covered rigid container that has a cloth chuck within the rigid container by a pass-through window. The scope is placed on a tabletop within the decontamination area. During the manual cleaning process, it was observed that the customer used the same channel plug (mh-944) to reprocessing multiple scopes. The olympus representative informed the customer that the channel plug was to be reprocessed between each use according to the olympus instructions for use (IFU). The customer uses the endodry storage cabinets and stores the endoscopes in the cabinet with the scope coiled sitting horizontal on the shelf for storage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported on behalf of the customer that the customer used the same channel plug (mh-944) to reprocess multiple scopes including the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, there was a difference in recognition on device handling or reprocessing steps between olympus¿ recommendations and the user facility. Olympus expert staff has conducted training on proper reprocessing for the user facility. The suggested event is preventable, by handling the device in accordance with the following sections of the instructions for use: gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.